Event description:
It was reported that the air vent of a vented paclitaxel set was missing from the spike. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection identified a missing air vent. The cause was determined to be due to the manual assembly process. The manual assembly process for assembling the air vent has been changed to using a pneumatic press. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.